Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for "general risk- valve not between markers and deployed" was confirmed through evaluation of provided imagery. Review of lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials also revealed no deficiencies. As reported, "during procedure, no difficulties were found with valve alignment but, as per procedural imagery evaluation, it was confirmed that the valve was not aligned exactly between the va markers. During deployment, the valve was positioned as intended but embolized and, using the commander ds balloon, was brought around the aortic arch and was left implanted in descending aorta. [-]. As per medical opinion, the root cause of this event was that rapid pacing was inappropriately stopped before the balloon was deflated." Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. As such, available information suggests that user error (not following instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per report received from canada, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. A medium curl non-edwards wire was used for lv pacing. During procedure, no difficulties were found with valve alignment but, as per procedural imagery evaluation, it was confirmed that the valve was not aligned exactly between the va markers. During deployment, the valve was positioned as intended but embolized and, using the commander ds balloon, was brought around the aortic arch and was left implanted in the descending aorta. No frame damage or bent struts were noted with the embolized valve. As per medical opinion, the root cause of this event was that rapid pacing was inappropriately stopped before the balloon was deflated. The flex catheter was completely un-flexed during withdrawal of the commander ds. To continue the procedure, a second 26mm sapien ultra valve was successfully implanted in the aortic valve as intended. Then, at the origin of a pre-existing aortic atheroma, it was detected a vascular dissection extending from the aortic arch to the abdominal aorta by fluoroscopy. To know the nature and the extent of vascular dissection, the patient went directly to CT and was confirmed that the vascular dissection was type-b, involving the descending aorta, extending distal to the renal arteries, with no flow limitations. The patient was planned to have a follow-up CT, to delineate the treatment strategy between further conservative management or perform a surgical repair. After CT results, it was decided to perform a surgical repair which was successful. The patient was recovering after surgical intervention.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2023 15000. H3 other text : discarded.